Event description:
Physician performing a laparoscopic roux en y gastric bypass. A portion of the needle broke off in the patient, while a portion remained in the endostitch. The portion that broke off into the patient was approximately 2mm's long. The physician attempted to locate the portion in the patient, but could not find it. The physician decided not to "dig" for the needle because that would cause more harm to the patient than leaving it undiscovered. The physician did not perform an x-ray.